Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device barrel clamp was broken. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to a maintenance issue of the syringe size sensor. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device barrel clamp was broken. There was no patient involvement.